Manufacturer narrative:
The devices were used for treatment, not diagnosis. The devices were not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. The user reported lot 23009 was associated with the complaint. (B)(4) lot 23009 was released 09aug2023. A review of the release record confirmed there were no anomalies or issues associated with the manufacture of this lot. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use. The user was noted to have applied two bandages and experienced an allergic reaction with the symptoms of redness, abrasion, oozing, inflammation, and pain. The nature of some of the symptoms such as oozing and inflammation could be present in both allergic reactions and also in normal wounds (in some wounds "oozing" could be serum which is normal, and no discoloration of the oozing was noted). The user was taken to the doctor and the doctor was reported to state the symptoms were due to an allergic reaction. If the user experienced an allergic reaction, the symptoms did not indicate that it was life threatening, would have resulted in permanent function/structural change nor did the intervention prevent such. The doctor's intervention was provision of mupirocin, which is a topical antibiotic, but there was not any mention of infection nor prophylactic treatment for an infection. There appears to be a discrepancy in the doctor's note of an allergic reaction but provision of a topical antibiotic. As of the time of the follow up call the symptoms were still present but improving.

Event description:
On (B)(6) 2024, a spontaneous report was received from a consumer via email regarding a 7-year-old male. Additional information was received on 23-aug-2024, which was incorporated into the report. Please refer to the associated case 3016050930-2024-00002 for the second bandage. On (B)(6) 2024, a bravery badges assorted classic variety flex fabric bandage was applied to the bite on the consumer's left leg. While taking the bandage off some redness around the area was noted. When taking the bandage off, some of his skin ripped off and he experienced fluid oozing from the wound. They could see the marks from the bandage. On (B)(6) 2024, the reporter tried to apply a second bandage, but it was taken off because of his ongoing symptoms. When she took the product off, additional skin was taken off. The consumer experienced inflammation and pain at the bandage site. Subsequently, the reporter took the consumer to a doctor that day. The doctor noted she could tell the consumer experienced an allergic reaction to the product as his skin was red and inflamed where the bandage was placed. The consumer was prescribed mupirocin ointment and was instructed to follow up via a phone call on (B)(6) 2024. The reporter was advised to continue to monitor his symptoms and return if the symptoms did not get better. As of (B)(6) 2024, the consumer's symptoms were resolving but still present and the consumer's last bandage application was on (B)(6) 2024.